Event description:
Covidien received a report that unit has no audio. There is no pt involved.

Manufacturer narrative:
The customer will not return the device for investigation. This product is no longer manufactured. The device history record for this unit will be reviewed.